Manufacturer narrative:
H10: the actual device was returned to philips bench where the technician found the mx40 telemetry device had no sound due to corrosion throughout the device including on the speaker connector and speaker wire. This points to user handling issues related to unsupported cleaners or cleaning methodology. Pages 133 - 136 of the intellivue mx40 instructions for use (IFU) provides instructions on the proper cleaning techniques of the mx40 telemetry device to include a list of supported and unsupported cleaners. At the repair bench the corroded parts were replaced and the device was updated to the latest manufacturing process, with all testing passing per specifications. The device was returned to the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported speaker malfunction message on the mx40 telemetry device. It is unknown if the device had audible sound. It was reported the device was not in clinical use.